Event description:
It was reported that the customer received the no delivery alarm on the insulin pump. The customer stated that she disconnected afterward and run a unit of insulin successfully. The customer reconnected but still received the alarm even after an infusion set change. At the time of the call, the customer had went through four infusion sets and received another no delivery alarm while trying to bolus. The customer's blood glucose was unknown. The customer was unable to troubleshoot at the time of the call due to the issue being a past event. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.